Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6) was returned for evaluation. The controller (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed a sudden decrease in power consumption and estimated flows logged on (B)(6) 2020, followed by a gradual increase until parameters returned to normal operating range on (B)(6) 2020. Several intermittent suction events were logged within the analyzed period and 5 low flow alarms were recorded since (B)(6) 2020. Of note, it was reported that the surgeon attempted to free the inflow from the septum and the patient underwent lysis therapy and a catheterism due to a suspected thrombus. Additionally, it was reported that the pump was stopped while the surgeon attempted to free the inflow from the septum and a controller exchange was subsequently performed. A vad disconnect alarm was logged on (B)(6) 2020 at 23:39:07, indicating a physical disconnection of the driveline from the controller. A controller power up event was then logged at 23:40:29. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 1 minute and 17 seconds. Another vad disconnect alarm was logged at 23:41:02, indicating that the driveline was not connected to the controller when it regained power. The vad disconnect alarm cleared at 23:41:05. Several additional controller power up events were recorded on (B)(6) and the secondary controller starting at (B)(6) 2020 at 00:06:26, which likely occurred during the reported controller exchange and/or troubleshooting. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Internal pathological report revealed evidence of thrombus within the inflow cannula of the pump. As a result, the reported low flow, controller loss of power, and thrombus events were confirmed. Based on the available information, the most likely root cause of the losses of power and vad disconnect alarms can be attributed to the reported contr oller exchange and/or troubleshooting. Based on the available information and investigation conducted, the most likely root cause of the reported low flow event may be attributed to external factors such as thrombus at the inflow cannula and/or outflow graft. Based on the risk documentation, possible causes of the observed suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of the pump. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional devices: controller, serial# (B)(6). H6:method code(s): 4114, 4112. H6:result code(s):213. H6:conclusion code(s): 67. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2018 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 30-jun-2017, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted with low flows that triggered low flow and unexpected loss of power alarms. The ventricular assist device (vad) exhibited power consumption below normal range. The surgeon stopped the pump, then tried to free the inflow from the septum. A controller exchanged was also performed, but the patient's flows did not return to baseline. The primary controller was connected back to the patient. An outflow graft thrombus was suspected. The patient underwent lysis therapy and a catheterism. Moments after the intervention the power increased. An ultrasound and examination of the heart catheter was performed and showed no flow into the pump and no flow out of the outflow graft. The vad was exchanged. No further patient complications have been reported as a result of this event.